Manufacturer narrative:
On an unreported date in (B)(6) 2016 (reported as ¿from 5 days¿, not further specified) the patient was admitted to the hospital for peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of the patient was admitted to the hospital for the event. Treatment was not reported. No further information was provided regarding the outcome of the peritonitis event or whether dianeal/extraneal therapy was ongoing. No additional information is available.